Event description:
It was reported that the patient's right atrial (ra) lead exhibited episodes of over-sensed noise and intermittent under-sensing. On (B)(6) 2024, the lead was capped and replaced. The patient was in stable condition.